Manufacturer narrative:
Manufacturing analysis conclusion: the report of a driveline disconnect can be confirmed based on the submitted log file. The system controller log file contained approximately 7 days of data, spanning from (B)(6) 2020 22:02:21 to (B)(6) 2020 11:49:06. The pump speed was set at 5600 rpms and the low speed limit was set to 5200 rpms. The device operated as intended above the low speed limit until (B)(6) 2020 11:47:34, when the driveline was disconnected from the controller. This event was accompanied with lvad off alarms. The events lasted approximately 16 seconds. Following the restart of the device, the pump operated above the low speed limit for the remainder of the log file. A system reset was captured around the same time stamp in the lvad event log file. A specific cause for the driveline disconnect cannot be conclusively determined. The system controller and lvad periodic log files captured the device operating as expected. The patient remains ongoing on vad support. No product available for investigation. The hm3 lvas IFU and patient handbook explain that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a driveline disconnection event on (B)(6) 2019 which was confirmed in the log file. The reason for the driveline being disconnected was not reported. Additional information was requested but not provided.